Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection noted no irregularities. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a high than expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this implantable device was explanted and replaced due to an unknown reason. It was noted that the battery reached explant (end of life) 14 days prior to being explanted. The device did not declare safety mode. No additional adverse patient effects were reported. This device was received for analysis.